Event description:
The customer was hospitalized for low blood glucose.troubleshootinf was performed.the insulin concentration, programming, and bolus history were correct.suggested that customer call her doctor to dicuss possible caused of low blood sugar level.the customer stated that she bolused three hours before she experienced the low bg episode, but she has confirmed that the amount delivered was correct for her sugar level and carbohydrates consumed.